Event description:
According to the information received, a 22mm amplatzer septal occluder was surgically removed in the operating room. Additional information has been requested, including imaging of the implant procedure, patient and device information, cath lab/operative note, implant/explant dates, procedural specifics, and the patient's current status, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
Dr. (B) (6) reported that while delivering the minnie catheter over a 0.014" bmw wire already in place within the patient body, the bmw wire became locked inside the minnie catheter. He could not remove the wire from the minnie catheter and was forced to remove both devices together. Dr. (B) (6) proceeded with the intervention by re-delivering another wire. The minnie catheter and bmw wire were discarded and not returned to the manufacturer.

Manufacturer narrative:
Upon further review of this event, we have confirmed that this event was previously reported to the FDA. Please reference MDR 2135147-2009-00156.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.